Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, and h11. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. It was asked him to hook up a digital visual interface-d cable to go from the cv-190 to the monitor that has a digital visual interface-d input terminal and observe the result. He reported back that he was able to see the signal fine in this way. It was advised him then the issue is the converter or something else outside of the olympus equipment. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of unable to see the digital visual interface signal (no image) was due to a converter or something else outside of the olympus equipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the video system center failed to display an image on the monitor during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.